Event description:
It was reported that one day after implantation of a vena cava filter, a CT scan that was performed for an unrelated event demonstrated cephalad migration of the filter and perforation of the ivc, and the filter was tilted in the ivc with the apex in the hepatic vein. The filter was not removed and will remain implanted. The patient is reported to be asymptomatic.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is inconclusive for filter cephalad migration, filter tilt and limb perforation. Based upon the available information, the definitive root cause for this event is unknown.